Event description:
According to the rptr, she has been using the product approx one mo. The only difficulty encountered previously with the product has been a failure to stick. On the above date, the rptr while removing the breathe right strip also peeled the skin from the bridge of her nose. The rptr stated an obvious open wound was left. She has sought no medical attention, but has treated the wound with home remedies. She states the wound is healing, but she is concerned about scarring. According to the rptr, she has followed all the MFR's instructions for applying and removing the product. She has had no previous skin irritation at the site. The rptr states no warnings are given about an incident of this type.